Manufacturer narrative:
The sensor was not returned for evaluation as it remains implanted. The device history record (DHR) for the sensor lot was reviewed and it was confirmed that all manufacturing operations and inspections were performed, all acceptance criteria were met, and no relevant nonconformances were associated with the sensor lot at the time of manufacture. On (B)(6) 2024 the patient underwent a right heart catheterization (rhc) recalibration. The recalibration confirmed that the sensor accuracy falls within the acceptable between the cordella system and fluid-filled reference measurement. Based on the evidence, the reported complaint of inaccurate measurement there was no failure detected; the system was found to be performing as intended and within the expected accuracy limits.

Event description:
A rhc was performed to recalibrate the pressure sensor against a reference pressure.

Manufacturer narrative:
No device analysis results are available because the device remains implanted, however, the actual device was evaluated via rhc. Per the IFU, rhc is required to recalibrate the sensor if sensor inaccuracy is suspected. Addiitonal informaiton will be submitted within 30 days of receipt.

Manufacturer narrative:
Corrected data: section g3: initial report date received by manufacturer.